Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument and performed a device evaluation. Failure analysis investigations confirmed the customer reported complaint of "inconsistent current". For clarification, the instrument was found to have a broken conductor wire at the weld joint of the yaw pulley after one side of the clevis ear was removed for further investigation. The silicone potting appeared to be compromised and the conductor wire was damaged around the weld location. As a result of the broken conductor wire, the electrical continuity test failed. Additional observation not reported was that there was thermal damage of the monopolar yaw pulley. Material appeared to have burnt off from the charring that occurred near the conductor wire. Any material missing from the damage of the yaw pulley is likely thermally induced rather than mechanically induced. A review of the instrument log for the permanent cautery spatula instrument (470184-13/n10190624 0095) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2020, as reported. A review of the site's complaint history shows no additional complaints related to this product and/or this event. No image or video was provided by the site for review. This complaint is being reported because damage at the conductor wire weld location could lead to unintended electrical discharge at a location other than intended. Additionally, thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, or not applicable. The device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's sixth usage and, therefore, had not expired. Implant date is not applicable because the product is not implantable. Initial reporter is blank because it is unknown if the initial reporter submitted a report to the FDA. Recall is not applicable.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the permanent cautery spatula instrument was delivering inconsistent current. Another permanent cautery spatula instrument was used and worked fine for the remainder of the case. No patient harm has been reported at this time. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter does not have any further details regarding the event. She mentioned that she was not informed of any arcing nor patient injury. No fragment fell into the patient. She does not believe the issue is an "arcing issue" because she mentioned that they would have reported it clearly and she would have been made aware of it. The customer mentioned that the nurse involved in the case who reported the issue to her, no longer works for the hospital. Information regarding patient demographic, relevant tests, and patient medical history was requested, however the customer could not provide that information.